Event description:
On september 11, 1992 it was reported to us, r.t. That a patient's medication vcassette reservoir was not secured to pharmacia deltec cadd-pca. The securing "tab" on the cassette was broken. This caused all the medication in the reservoir to infuse over an unknown period of time.the cassette contained approximately 83 ml of dilaudid 10mg/ml. When we were notified the patient was rousable and vital signs were within normal limits. It was determined by the physician on-call that the patient was not harmeddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.